Event description:
It was reported that during an emergent ptca/stent implantation procedure of a proximal right coronary artery lesion in an acute myocardial infarction pt, the tristar stent was deployed, and follow-up angiogram demonstrated haziness at the proximal portion of the stent. After an unsuccessful attempt to place another tristar, another co's stent was placed to treat the lesion.